Manufacturer narrative:
Reported event an event regarding disassociation involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient heard a pop and came into clinic to get examined by dr. Radiographs show the trunnion collapse and mal alignment of femoral head. Revision hip was performed.